Manufacturer narrative:
The device was received, and an evaluation is complete. The event history log review was completed and it noted the presence of the system error 322 alarm in the log. A device history record review revealed no issues that could have caused or contributed to the event. Service evaluation experienced and confirmed the system error 322 alarm. The cause was identified to be a failed lower link switch. The lower aux was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error [low]). There was no patient involvement. No additional information is available.